Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's leads migrated and hence the patient lost therapy from one of the two leads located at the vertebral level l3 level (no report of falls or trauma) as a result, surgical intervention was undertaken on (B)(6) 2017, wherein the physician disconnected and explanted the lead at the l3 level and therapy was restored effectively.